Manufacturer narrative:
The field service engineer (fse) was at the customer site and confirmed what the customer had reported. There was no malfunction of the navios flow cytometry instrument, the malfunction occurred on the prep plus 2 sample handling device that was preparing the sample for testing. The fse observed that the prep plus 2 had a bent needle the needle would hit and twist slightly at the bottom of the antibodies, and would rub significantly in the wash station. Samples were not being prepared correctly for testing. To resolve the issue the fse replaced the needle. Bec internal identifier case (B)(4).

Event description:
The customer reported compensation concerns on samples run on their navios flow cytometry instrument part number b47905, serial number (B)(4). It is unknown how many patients were impacted. The information and data was requested from the customer but they were not able to provide specific information or data. There was no report of death, injury, or change to patient treatment as a result of this event.